Event description:
It was reported that the devices were used during a laparoscopic gastric bypass procedure. The devices were leaking during the case. The case was completed with the same devices. There was no adverse consequence to the patient. Devices were discarded.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging missing segments on their one touch ultra 2 meter. The patient alleged that she first noticed missing segments on her meter at around 6:00pm on (B)(6) 2010. On (B)(6) 2010 the patient exhibited symptoms of feeling dizzy, sweaty and passed out. The paramedics were called and the patient was tested on the paramedics meter and was also taken to the ER. The patient obtained a 48 mg/dl on the hospital meter and was treated with IV glucose and a glucagen injection. It is unknown what the reading was in on the ems meter and was the patient was treated with by the ems. At an unspecified time later in the patient's blood glucose was 289 mg/dl. It is unknown how soon after treatment the patient regained consciousness. This is not the first time the product is being used. The patient denied any misuse of the product. The product was replaced. The complaint is being reported since the patient alleged that due to the missing segments, she developed symptoms and had to be treated in the ER for blood glucose reading of 48 mg/dl.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have lcd display damage. A secondary issue was also noted as capacitor failure. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.